Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted excessive moisture. The equipment was cleaned, resolving the reported complaint.

Event description:
The hospital reported that, while changing tidal volume, the bellows was not functioning as expected. There was no report of patient involvement.